Manufacturer narrative:
This report is filed april 25, 2014.

Event description:
Per the clinic, the patient was explanted (B)(6), 2014 due to lack of osseointegration. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.